Event description:
According to the facility, patient had a foley catheter inserted on (B)(6) 2025, and on (B)(6) 2025, went to the ER because the catheter was not "draining much" and was "leaking around the tip." Rn and doctor attempted to drain the balloon, but it would not drain completely.

Manufacturer narrative:
According to the facility, patient had a foley catheter inserted on (B)(6) 2025, and on (B)(6) 2025, went to the ER because the catheter was not "draining much" and was "leaking around the tip." Rn and doctor attempted to drain the balloon, but it would not drain completely. The pilot part of the balloon was cut off and still "did not drain. I used a blunt tip needle in the balloon opening, able to get 2 more ml out." Doctor "thought that it should pull out with a smaller amount, so he did. The patient experienced bleeding and extreme pain during removal of the foley with the partially inflated balloon." A new catheter was placed. Patient is "feeling better." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.